Event description:
It was reported that a right atrial (ra) lead was explanted due to perforation heart wall. As a result, a new lead was implanted. No additional adverse patient effects were reported. Explanted product will not be returned to the facility.